Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing chronic pain. As a result, the right atrial (ra) and right ventricular (rv) leads were extracted and a new system was implanted. No further patient complications have been reported as a result of this event.